Event description:
Customer reported via phone call, customer was attempting to bolus and noticed the numbers kept scrolling. Customer stated the same issues had occurred previously and recalls being asked if the insulin pump was exposed to water. Customer stated the insulin pump did not get wet customer sweat a lot. The insulin pump alarmed button error. Customer's blood glucose was 210 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump will need to be replaced. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This information was not included with the initial medwatch report.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms or unexpected numbers scrolling during testing was noted. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.